Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to activ.a.c.® therapy. There have been subsequent attempts made to gather additional clinical information, but there has been no response. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Points to remember when using v.a.c.® therapy: -ensure appropriate debridement prior to treatment. Clinical considerations: v.a.c.® therapy should not be initiated on a wound with osteomyelitis until the wound has been thoroughly debrided of all necrotic, non-viable tissue, including infected bone (if necessary) and appropriate antibiotic therapy has been initiated.

Event description:
On feb 27 2017, the following information was reported to kci by the nurse: the patient allegedly has a wound infection. The nurse stated there was slough in the wound prior to activ.a.c.¿ therapy system placement and she alleged that this contributed to the infection. On (B)(6) 2017, the following information was reported to kci by the nurse: the patient's wound allegedly had a foul odor with green drainage. The physician is aware, and the patient is afebrile. The nurse was able to obtain a wound culture on (B)(6) 2017 and is pending results. Subsequent unsuccessful attempts were made to obtain additional clinical information. No additional information is available. On dec 27 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On mar 13 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.